Event description:
(B)(4). The beginning of heavier periods and cramping during periods. Anemia and other symptoms began but did not affect daily life. Migraines and other symptoms began in (B)(6) of 2010 that began to affect job and home, and by (B)(6) 2011, experienced severe symptoms.